Event description:
It was reported that the patient underwent catheterization and echocardiography 2 years after left ventricular assist device (lvad) (heartmate 3) implantation for regular admission. There was a complaint that shortness of breath became noticeable when climbing up and down stairs. In the outpatient department, 5,000 rpm was administered. Mild increase in pulmonary artery pressure (pap) and decrease in cardiac index (cl) were observed at 5,000 rpm. Increasing the rpm reduced intracardiac pressure and lvdd decreased and aortic insufficiency (ai) increased. The revolution rate was changed from 5,000 rpm to 5,200 rpm based on the results of the examination, and subjective symptoms improved. Since it is only a short-term assessment at rest, follow-up of symptoms is required in the outpatient department.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: primary UDI number, serial number, lot number, expiration date: added. Section d6b: implant date: added. Section e1: customer site was (B)(6). Section h4 - device manufacture date: added. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g2: report source corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3 date of event corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that no clinically significant aortic insufficiency was noted. There were no signs of right heart failure or findings of pump failure. It was unknown if there was a causal relationship with the device. The decline in physical fitness and activity with age was also considered to be the background.